Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had felt his newly implanted device moved and the device area is swollen. Boston scientific technical services (ts) referred patient to md. This device remains in service. No adverse patient effects were reported.